Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a lumpectomy procedure, while the surgeon was closing the skin and after acquiring a tissue sample, the device¿s thread broke, wherein he threaded the needle through the loop end effector, as he pulled the suture to cinch it down, the loop end tore and device was removed. A new device was pulled in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of open sample noted one suture and one needle. The needle was attached to the suture. The loop of the suture was broken. It was observed, under magnification, that the loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of the loop. The visual inspection and functional evaluation of the sealed samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.